Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for this event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of the endoscope body] 6 check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Adhesive on bending section cover had a chip. In addition, adhesive around objective lens was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, a loaner asset (endoeye flex deflectable videoscope) bending section cover adhesive part was missing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesion was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.